Event description:
It was reported that the pt experienced a loss of therapeutic effect following cauterization for a skin condition. It was noted that the pt experienced shaking in his hand. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)